Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One integrity bare metal stent was implanted in a severely calcified, moderately tortuous lad lesion exhibiting 75% stenosis. Approximately 8 months post index procedure, the patient suffered a sudden cardiac death.